Event description:
It was reported to philips healthcare the heartstart mrx has a red x and a sound is heard. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.